Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor response buttons were not functioning properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the metal conductive coating on the rear response button connector was worn away. This prevented the response button from functioning properly. The root cause of the damaged response button connector was unable to be positively determined. No adverse event resulted from the damaged rear response button. The pt was issued with a replacement monitor.